Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, spinal bonne procedure was performed by the customer when the issue occurred and completed by restart the system twice. Philips remote service engineer (rse) inspected the system remotely and confirmed that geometry movements were not available. Review of the system log file showed that geo ipc was not communicating at system start up and detector rotation current error during procedure. Upon troubleshooting, rse found that the issue with geo ipc hardware and software. To resolve this issue, rse rebooted the system. The same issue reoccurred again after few days where rse replaced the geo ipc. The defective ipc was sent to philips for further analysis and the cause of geo pc failure couldn¿t be conclusively determined by supplier part analysis. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.